Event description:
The customer reported blood leaking out of the left hand of the coulter lh 750 hematology analyzer behind where the automation line arm connects. The customer indicated that the volume of the leak was less than 30 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat along with the operator's personal eye glasses at the time of the event and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with the event. Beckman coulter field service engineer (fse) was dispatched and observed a small hole in the tubing going through pinch valve (vl9). The fse cleaned the spill and replaced the affected tubing and sleeve. No further evidence of leaking was observed and issue was resolved following service. Failure mode was determined to be a small hole in the tubing at vl9.

Manufacturer narrative:
Tubing going through pinch valve (vl9) is the pathway for whole blood aspiration. (B)(4).